Event description:
A cartridge alarm issue was reported by the customer, identified as cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed previous issues with consecutive cartridges and decided to replace the pump. The customer will continue insulin therapy using multiple daily injections as a backup, and they expressed interest in obtaining an out-of-warranty loaner pump.